Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent lead revision surgery. Surgery mode was reportedly turned on before the surgery began. Clinical specialist believes monopolar electrocautery was used at the lead site. After leads were explanted and new lead was placed, surgery mode was turned off. Clinical specialist could not connect with the patient¿s ipg, and two clinical programmers displayed a message that the generator could not be repaired. As a result, the physician replaced the patient¿s ipg.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow up information identified monopole and bi-pole was used during surgery. Follow up information also identified postoperatively, effective therapy was restored.